Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst blood collection tubes experienced air bubbles in the gel. This event occurred 20 times. The following information was provided by the initial reporter: translated to english. The customer stated: when the blood sampling teacher punctured the patient, he found that the separation glue at the bottom of the blood collection tube was different from usual, like air bubbles in the gel. After discovery, it was discarded and the blood collection tube was immediately replaced for blood collection. When the teacher of the outpatient inspection center unpacked the blood collection tube and placed it on the barcode machine, it was found that the blood collection tube with bubbles in the gel at the bottom of the blood collection tube appeared again. Pick out the blood collection tube that looks like bubbles in the separation gel and take it out the new blood collection tube continued to be placed, and it was found that there were still similar blood collection tubes inside. At present, 18 blood collection tubes have been collected and 2 were discarded by the teacher.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for gel airbubbles with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of gel airbubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. If the environment temperature goes up during sterilization, storage and transportation, it will be lead the bubble which meet the acceptance criterion become bigger and increase. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® sst blood collection tubes experienced air bubbles in the gel. This event occurred 20 times. The following information was provided by the initial reporter: translated to english. The customer stated "when the blood sampling teacher punctured the patient, he found that the separation glue at the bottom of the blood collection tube was different from usual, like air bubbles in the gel. After discovery, it was discarded and the blood collection tube was immediately replaced for blood collection. When the teacher of the outpatient inspection center unpacked the blood collection tube and placed it on the barcode machine, it was found that the blood collection tube with bubbles in the gel at the bottom of the blood collection tube appeared again. Pick out the blood collection tube that looks like bubbles in the separation gel and take it out the new blood collection tube continued to be placed, and it was found that there were still similar blood collection tubes inside. At present, 18 blood collection tubes have been collected and 2 were discarded by the teacher."